Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the exhalation flow sensor (evq). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the oxygen (o2) sensor in a 980 ventilator was out of range. The ventilator was not in use on a patient at the time of the reported event.

Event description:
The exhalation flow sensor (evq) was returned to medtronic/covidien for evaluation. An investigation was performed on the returned part and the evq was found to generate an exhalation flow sensor error message. There was no patient involvement at the time of the event. The root cause of the issue was determined to be contamination from mishandling.

Manufacturer narrative:
(B)(4). Correction: actual reported event was an oxygen flow sensor failure and not an oxygen sensor failure. This is no longer a reportable event as it could not have caused or contributed to a death or serious injury.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.